Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the positioning issues most likely was use related due to improper technique the 5.5 impella dislocated in the aorta after weaning a cardiopulmonary bypass (cpb). And repositioned to work without issue. Corrections to the initial MFR report:g1-corrected MDR reporting contact facility name and addressg1-corrected MFR site name and address

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella 5.5 implant, the impella dislocated in the aorta after weaning a cardiopulmonary bypass. There was no reported patient harm and the patient is still on support.